Event description:
Smith medical portex continuous epidural catheter inserted in pt in 2008. On the next day at 0950, catheter broke into. Epidural catheter clamped and infusion stopped, md notified. Site and dressing clean/dry/intact with no noted evidence of dislodgement. Epidural removed by md, upon inspection of catheter noted section where catheter broke had flatten area approx 3 inches in length with break within this section. The ends of each break were straight edge not jagged. Catheter was bagged and taken to materials mgmt. Smith medical were notified by director of materials mgmt. Date of use: 2008 - 24 hours. Diagnosis or reason for use: epidural for narcotic infusion. Event abated after use stopped or dose reduced? Yes.